Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon, fs-qeb-a. Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. The damage area begins near the 25 cm mark on the distal end of the wire guide. The total damage was approximately 5 cm on the wire guide, with approximately 1.5 cm of core wire exposed on the front, 2.5 cm exposed on the back, and 1 cm covered. No portion of the device is found to be missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product has the following comment: "for best results, wire guide should be kept wet." The instructions for use also says: "if preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." Prior to distribution, all cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Pre-loaded with acrobat wire guide. As reported to customer relations, "the wire stripped [coating damage]. The facility elected to open up another manufacturer's wire guide to complete the intended procedure."